Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead was explanted and replaced due to dislodgement on (B)(6) 2018. Further information could not be obtained.

Manufacturer narrative:
Analysis was normal. No anomalies were found. Correction: previous report incorrectly noted that the device was not returned. However, the device was returned on 5/18/2018 and the analysis was pending. This report notes the correct return status.